Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that she had high blood glucose of 488 mg/dl. Customer stated that her insulin pump is alarming battery out of limit and she lost her settings. Customer stated that she took a manual injection to bring her blood glucose down. Customer also stated that her insulin pump is cracked at the reservoir compartment. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)